Event description:
The pt reported that he was hospitalized for diabetic ketoacidosis. He reported blood glucose results ranging from 10.3 to 20.8 mmol/l (185 to 374 mg/dl) between 12:00 am to 2:00 pm on (B)(6), with two boluses totalling 3.30u. At 4:00 pm, his result was 21.9 mmol/l (394 mg/dl), and he changed his pod. That evening, his results ranged from 16.3 to 22.4 mmol/l (293 to 403 mg/dl) with 12 grams of carbohydrate consumed and one 1u bolus. He reported the following history for (B)(6). He removed the pod at 8:00 pm. He said that he was hospitalized for diabetic ketoacidosis and treated with intravenous fluids and insulin. He said that he was released within 24 hrs and has recovered completely.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization for diabetic ketoacidosis. No qualification records were reviewed, as the product lot number was not provided.